Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the ipg was repositioned in the original pocket to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient feels like the ipg is moving and it close to the surface of the skin. As such, surgical intervention took place on (B)(6) 2023 where in the ipg pocket was revised to address the issue.